Event description:
The battery (lot number 0207-1796-47) failed on a pd1200 defibrillator during the transport of a pt (age and gender unknown). The complainant alleges that the battery had been charged for 24 plus hours, but stayed on for only 15 minutes. No pt info was recorded for the alleged malfunction by the complainant, except for the fact that there was no adverse effect on the pt.